Manufacturer narrative:
Sheath liner tears have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary.  Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter.  The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length.  This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents.  Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed.  Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage.  Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of (B)(4) patient complaint events for sheath liner tear were identified.  ¿             (B)(4) devices showed no evidence of a manufacturing non-conformance. ¿             (B)(4) complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. ¿             scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear. O             (B)(4)  exhibited at least two of the contributing patient factors:  scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity o             scratches/kinks: (B)(4). O             calcification/scratches/kinks: (B)(4). O             calcification/scratches/kinks/tortuosity: (B)(4). Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the liner tear and subsequent vessel rupture is unknown. However, it could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during the 29mm sapien 3 case by tf approach, while pushing the valve through the e-sheath, the sheath ruptured causing an iliac rupture. The vessel was surgically repaired but the patient deceased on the following day in intensive care unit.

Manufacturer narrative:
Sheath liner tears have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary.  Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter.  The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length.  This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents.  Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed.  Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage.  Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of 181 patient complaint events for sheath liner tear were identified.             174 devices showed no evidence of a manufacturing non-conformance.         7 complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary.           Scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear.      142 of 174 complaints (82%)  exhibited at least two of the contributing patient factors:  scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity.   Scratches/kinks: (B)(4) occurrences, or a rate of (B)(4).     Calcification/scratches/kinks: (B)(4) occurrences, or a rate of (B)(4).     Calcification/scratches/kinks/tortuosity: (B)(4) occurrences, or a rate of (B)(4). Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. Investigation results indicate that severe tortuosity at the access vessel and excessive force used during insertion led to the liner tear and subsequent iliac vessel rupture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), prior to the 29mm sapien 3 case by tf approach, the access vessels were 8-10mm. While pushing the valve through the 16f e-sheath, the sheath ruptured causing an iliac artery rupture. The vessel was surgically repaired but the patient died on the following day in intensive care unit. As per update received, the head of the department advised that in his opinion this was a use error.  There was severe tortuosity at the access vessel and extreme force was applied when pushing the delivery system and crimped valve through the sheath. It was advised that in such situations, the procedure should be aborted and a different approach/access should be chosen.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training materials/IFU for the edwards esheath and commander delivery system, manufacturing mitigations and fmea assessment. The photographs of the esheath were provided from the complaint site of the esheath post-procedure. The sheath appears bent near a third of the length of the sheath away from the strain relief. Around the bend, the liner appears torn. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints were reviewed. The review did not reveal any manufacturing related issues that would have contributed to the complaints. Review of lot history for w/o 61346113 revealed no other similar complaints related to ¿sheath shaft ¿ resistance with delivery system, bc¿ or ¿sheath shaft ¿ liner torn¿ a review of the complaint history from august 2017 to july 2018 revealed other returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ for the 16f esheath. Nine complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient/procedural factors (calcification/tortuosity) may have contributed to the complaint events. One complaint was unable to be confirmed and no manufacturing non-conformities were found in the returned device. Available information suggests that patient/procedural factors (access vessel calcification/tortuosity; undersized access vessel) may have contributed to the reported event. No labeling or IFU inadequacies were identified. As such, no corrective or preventative action was required. Eight complaints were not/unable to be confirmed and no manufacturing non-conformities were identified during the evaluation. Available information suggests that patient/procedural factors may have contributed to the reported event. No labeling or IFU inadequacies were identified. As such, no corrective or preventative action was required. One complaint was unable to be confirmed. However, the sheath distal tip was observed to be torn/separated. Although a definite root cause was unable to be determined, available information suggested that patient/procedural factors or a potential manufacturing non-conformance (underscored distal tip) may have contributed to the complaint event. In the case being evaluated in this memo, no distal tip tear was reported. As such, the cases are unlikely to be related. One complaint was sheath shaft - resistance with delivery system, bc. Available information suggests that a manufacturing nonconformance (insufficient scoring of the distal tip) may have contributed to the event. The distal tip was torn along the score path. The delivery system ¿pop¿ through the sheath distal. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the control limits for the failure mode. Awareness training was performed on (B)(6) 2017; this work order was initiated before awareness training, therefore no additional corrective or preventive action is required. A review of complaint history reveals that the occurrence rate did not exceed the july 2018 control limits for the trend category ¿resistance between devices¿. An in-depth evaluation regarding complaints for ¿sheath shaft ¿ liner torn¿ has been documented in a technical summary written by edwards lifesciences. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. As the patient¿s access vessel were reported to be severely tortuous, the rationale provided in the technical summary is likely applicable to this case. The technical summary also demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance. A complaint history review for liner torn is not required at this time. Review of complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category ¿damaged¿.   The esheath IFU, ce, the edwards s3 kit ¿ transfemoral IFU, ce, the device preparation training manual, and procedural training manual were reviewed for guidance involving esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The multiple inspections are performed during manufacturing of the sheath. Ptfe liner preparation is performed. The ptfe liner is visually inspected for wrinkles, holes, tears, uneven or rough cut edges, and contamination. In addition, the ptfe liner seam is visually inspected for wrinkles, cuts, and uneven notches. The liner is assembled and then visually inspected for wrinkles/damage, holes in the proximal liner, presence of the marker band, and if the distal edge of the marker band is 0.06-0.11 in. From the liner distal edge. After alignment of liner seam with coex edges, the coex/liner assembly is visually inspected to check if the seam is straight, if the liner seam is uniform along the shaft, and if the distal end of the seam is less than 2mm in width. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The verification included expander insertion force testing, as well as seam inspection pre- and post-expansion testing. The lot would only have been released if all sample units passed pv testing. The lot passed expander insertion force testing. Additionally, during manufacturing, the 29mm delivery system flex tip outer diameter was inspected/verified using a nogo gauge and, following assembly, the flex tip to flex catheter bond was 100% visually inspected for defects. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Based on the review of the photographs provided, the complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath shaft ¿ liner torn¿ were confirmed. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing nonconformance was unable to be determined. However, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of complaint history suggests that patient or procedural factors have contributed to the reported events. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As noted in the complaint description, the patient¿s access vessel was noted to be severely tortuous, and per the physician¿s opinion, was the cause of the increased force during delivery system insertion through the sheath. Tortuous patient anatomy can create sub-optimal angles that could result in a difficult pathway for advancement. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. In this case, the liner tear was the byproduct of the resistance between devices. The high push force applied to the delivery system during insertion through a tortuous anatomy ultimately caused the delivery system to puncture through the liner of the sheath. Per the technical summary written by edwards lifesciences, tortuosity has been found to contribute to liner tears during advancement of the delivery system. Although a definitive root cause could not be determined at this time, available information suggests that patient factors/procedural factors (high push force due to access vessel tortuosity) may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed, but no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, therefore no corrective/preventative actions are required. Product non-conformances were not identified and the reported failure modes did not exceed the complaint trending control limits, therefore a product risk assessment (pra) is not required. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath shaft ¿ liner torn¿ were confirmed. However, due to the unavailability of the device, it cannot be definitively determined if a manufacturing nonconformance contributed to the reported event. Available information suggests patient/procedural factors (high push force due to access vessel tortuosity) likely contributed to the reported events. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates did not exceed control limits for the respective trend categories for (B)(6) 2018. Therefore, no corrective or preventative action is required.